Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was not happy with the outcome. The iol was exchanged due to a refractive surprise. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in age/date of birth, sex, weight, date of event, describe event or problem, relevant tests/lab data, other relevant history and concomitant medical products. This event is no longer reportable. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the event resolved with treatment. In the surgeon's opinion the iol did not cause/contribute to the event. He explains that the patient decided after surgery that she wanted a different refractive outcome. She was initially targeted for distance but later decided she wanted near vision. The iol was replaced with another lens that was 2 diopter different in power. Based on the additional information provided, this event is no longer reportable.